Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. Customer reported the drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with loose/protruded drive support cap. Unit passed the displacement test. Unable to perform basic occlusion test, occlusion test, prime/a33 test due to loose/protruded drive support disk.